Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, after the lens was injected into the eye, a scratch was observed on its surface. The lens was removed during the same procedure, and a subsequent second lens was implanted. The second lens also showed a scratch in the same location. The procedure was completed on the same day. The wound did not need to be enlarged, and no additional stitches were required. Additional information was received stating that both lenses had a scratch in the same peripheral area at the bottom of the lens. The second iol remained in the eye. A company cartridge was used.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and handpiece were indicated with a non-qualified viscoelastic. The lens remains implanted. The root cause for the reported lens damage may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was indicated. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information provided in h.6. And h.11. On initial MDR the evaluation conclusion code of d11 was missed to add. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.